Event description:
It is reported that the surgeon had inserted the trilogy cup when he noticed that the locking ring was not in place. This cup was removed and another trilogy cup of the same size was opened to complete the surgery.

Manufacturer narrative:
Evaluation summary: the retaining ring was found to be wedged into the groove of the acetabular shell. In general, the retaining ring can be caused by one or combination of the following; assembled wrong into the acetabulum shell, rotated in the groove of the shell during shipping, rotated during impaction into the acetabulum. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification.